Event description:
The following has been reported: biomed reported: "red service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 pneumatic leak failure. The device was powered on and a red pump service alarm occurred. Log files were reviewed and multiple valve 1 leak failures were present. The device was opened to inspect for internal damage and to perform testing on the pneumatic system. Damage was identified on the retaining plate near the lever arm. The pneumatic system failed during testing, indicating a valve 1 leak failure and tank leak failure. The tank body was removed from the pneumatic assembly and inspected for damage. Multiple cracks were found on the positive side of the tank. Because the cracks are located on the same side of tank that valve 1 is located, excessive air is leaking from the tank leading to a valve 1 leak failure. A new tank body assembly was installed during investigation. The pneumatic system was retested and passed without failure. The device was put into clinical mode to run an infusion. An infusion was able to be ran successfully and no alarms or errors occurred. The retaining plate will be replaced during the repair process before the device is sent to the test line for full functional testing.